Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 10pm. The patient obtained blood glucose results of ¿420 and 398 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin pump therapy. The patient reportedly administered her usual dose of novolog insulin (1.3 units). About 5 hours later, the patient alleged her blood glucose went low. The patient claimed she didn¿t feel well and loss consciousness. Treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. Quality control testing was performed which tested within specifications. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.